Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 5/25/2023. Component code: g07002. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent:* was there any patient consequence or injury? What is the patient¿s current health status and condition? Was any other tissue damaged as a result of searching the needle? What measures were taken to retrieved the broken piece? Please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Related reports: 2210968-2023-03833.

Event description:
It was reported that a patient underwent a an craniectomy procedure on (B)(6) 2023 and suture was used. During an emergency craniectomy surgeon was closing the skin with a suture, two of the suture needle's tip snapped off. Surgeon found one of the needle tip, but we couldn't find the second tip. X-ray done. No needle found in the wound or in the scalp. Surgeon is aware of it. Assessed the wound. X-ray done. Removed the faulty suture box from the theatre. There were no patient consequences reported. Additional information was requested.